Event description:
It was reported to philips the device gave a low leak co2 rebreathing risk alarm. There was no patient involvement or harm. This event was reported to have occurred during a pre-use check in the me room. There was no delay to therapy. The customer reported the device successfully switched between ipap and epap, however, a measured value failed to increase up to the set value. The reported phenomenon was confirmed and that the flow sensor assembly was faulty. The flow sensor assembly needs replacing. The repair will be completed after the approval of a quote is obtained. Flow sensor assemblies are currently under the delivery hold, so the scheduled repair completion date is not fixed. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporting institution phone: (B)(6).

Manufacturer narrative:
Following the evaluation of the device, the field service engineer replaced the flow sensor assembly to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Based on the information provided and service performed, the customer's alleged malfunction was confirmed to have failed to meet specifications. There was no patient or user harm reported due to this event.

Manufacturer narrative:
The removed flow sensor assembly was returned to the product investigation lab (pil), and visual inspection revealed no anomalies the pil technician was able to duplicate the 1203 low leak-co2 rebreathing risk alarm error and confirmed that the suspect flow sensor assembly grossly failed all flow accuracy testing called out in step 7 of the service manual. Through further analysis and during the troubleshooting phase of the analysis, the technician verified that the reason for the 1203 error code and gross airflow failures during diagnostics testing was due to a faulty u1 on the airflow sensor portion of the flow sensor assembly. U1 on airflow sensor contained an extremely high 11.8 kohm resistance between pins 3 and pin 1 (ground) which are the heater portion of the sensor. With the temporary install of the standard test bed (stb) airflow sensor to the flow sensor assembly, the pil technician verified that the flow sensor assembly operated as expected.